Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with the rezum water vapor therapy procedure as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. The patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was given 1 treatment in the right lobe, 1 treatment in the left lobe, and 1 treatment in the medial lobe. The procedure was completed without any adverse events or device issues. On the day of the procedure, the patient experienced a non-serious gastrointestinal hydroaeric sound. No action or treatment was taken. The outcome of this event is not recovered/not resolved. The patient was discharged with an indwelling catheter which was later removed at the patient's home on (B)(6) 2023. On (B)(6) 2023, 31 days after the procedure, the patient experienced a non-serious overactivity of the bladder. The patient was given mirabegorn medication as treatment. This event is recovering/resolving.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. The patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was given 1 treatment in the right lobe, 1 treatment in the left lobe, and 1 treatment in the medial lobe. The procedure was completed without any adverse events or device issues. On the day of the procedure, the patient experienced a non-serious constipation with gastrointestinal hydroaeric sound. The hydroaeric sound refers to the sound produced by the mixture of liquid and gas in the intestines. No action or treatment was taken. The outcome of this event is not recovered/not resolved. The patient was discharged with an indwelling catheter which was later removed at the patient's home on (B)(6) 2023. On (B)(6) 2023, 31 days after the procedure, the patient experienced a non-serious overactivity of the bladder. The patient was given mirabegorn medication as treatment. This event is recovering/resolving.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with the rezum water vapor therapy procedure as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. The patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was given 1 treatment in the right lobe, 1 treatment in the left lobe, and 1 treatment in the medial lobe. The procedure was completed without any adverse events or device issues. On the day of the procedure, the patient experienced a non-serious gastrointestinal hydroaeric sound. No action or treatment was taken. The outcome of this event is not recovered/not resolved. The patient was discharged with an indwelling catheter which was later removed at the patient's home on (B)(6) 2023. On (B)(6) 2023, 31 days after the procedure, the patient experienced a non-serious overactivity of the bladder. The patient was given mirabegorn medication as treatment. This event is recovering/resolving.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with the rezum water vapor therapy procedure as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. The patient subsequently underwent the water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was given 1 treatment in the right lobe, 1 treatment in the left lobe, and 1 treatment in the medial lobe. The procedure was completed without any adverse events or device issues. On the day of the procedure, the patient experienced a non-serious constipation with gastrointestinal hydroaeric sound. The hydroaeric sound refers to the sound produced by the mixture of liquid and gas in the intestines. No action or treatment was taken. The outcome of this event is not recovered/not resolved. The patient was discharged with an indwelling catheter which was later removed at the patient's home on (B)(6) 2023. On (B)(6) 2023, 31 days after the procedure, the patient experienced a non-serious overactivity of the bladder. The patient was given mirabegorn and solifenacine (vesicare) medication as treatment. This event is recovering/resolving.